Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's wife reported via phone call indicating that the customer experienced high blood glucose of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The caller states that insulin is not being delivered from the device. The customer did not mention any form of treatment for their blood glucose levels. The customer could not troubleshoot at the time of the call. The customer will call back at a later time.